Event description:
The customer reported the device showed a blank screen reboot with a defib failure during a patient procedure. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips field service engineer (fse) reported that the customer successfully ran an operations check and confirmed that the device was in working order. No further information is available. From the information that has been received it would indicate that the issue was resolved and an evaluation was not possible. Philips requested but did not receive additional information. The customer did not specify what action was taken to resolve the reported issue. Device resolution data is not available. The device remains at the customer site and no further evaluation is required at this time. The service order was closed. If the customer is in need of further assistance a new service order will be opened and will be captured through philips's normal complaint procedure. The device remains at the customer site. No further investigation is required.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device showed a blank screen reboot with a defib failure during a patient procedure. We are considering this event to be a serious injury based on the report that a defibrillation procedure was interrupted. Additional details have been requested.